Event description:
The customer reported that the ventilator is giving oxygen not available alarm. The customer reported the unit was in use on patient, but there's no patient harm reported.

Manufacturer narrative:
Updated .